Manufacturer narrative:
Device failed to power up due to corroded battery tube compartment noted. Loose/protruded drive support disk noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a compromised force sensor system alarm and the drive support cap was loose. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump was neither bumped nor dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.